Event description:
The dentist reported that the patient presented for surgical retrieval of the fractured screw. The screw of the abutment was bent. The dentist was able to replace the abutments for both implants in the same procedure.

Event description:
The dentist reported that the patient presented for surgical retrieval of the fractured screw. The screw of the abutment was bent. The dentist was able to replace the abutments for both implants in the same procedure.